Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Nurse reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 558 mg/dl and they experienced diabetic ketoacidosis. Customer was admitted into the intensive care unit as a result of the high blood glucose levels. Customer was not responding properly and was placed on insulin drip. Customer was wearing the insulin pump at the time of the hospitalization.